Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the roll assy component. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that the patient side system had a repeating error 23022 that the customer was unable to recover. There was no report of patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to the dual magnetic encoder (dme). This issue can be resolved by having the fse replace the dme.